Event description:
Paramedics were attempting to pace a pt but the output pacer current would not increase when the control switches were adjusted. The paramedics disconnected this device and obtained another device and were able to successfully capture the pt's heart-rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.